Event description:
It was reported that the patient presented to the clinic for follow-up. A chest x-ray revealed that the left ventricular lead had dislodged. A lead revision was discussed. The patient was doing great. No further information was reported.

Event description:
New information received noted that the left ventricular lead was explanted and replaced on (B)(6) 2017. No further information was reported.